Event description:
The biomedical engineer reported that the automated impella controller (aic) screen was becoming detached on one side and requested a loaner while having repairs completed. There was no patient harm reported.

Manufacturer narrative:
E1: name of the initial reporter is unknown the investigation into the damage has been completed. The impella automated controller was returned for investigation. The returned console was inspected and the reported detachment of one corner of the glass keyboard assembly was measured to be minuscule (<0.0295") and therefore negligible and won't affect console operation. There was no console damage - more like "cosmetic imperfections" that do not affect console operation. No corrective action required. The cause was not determined. This report is being filed as part of a retrospective review of historical records.